Manufacturer narrative:
A.1, a.2, a.3, a.4 several attempts were made to obtain patient information, however, all attempts were unsuccessful. Patient information is unknown. D.9 contrary to information originally provided, the device was discarded at the hospital and was not returned to cobe for evaluation.

Event description:
Two minutes into the cardiopulmonary bypass procedure, experienced a 300-400cc blood leak from the oxygenator, underneath the heat exchanger by the "u" tube. Came off pump in order to change out the oxygenator. Added two units of blood. Pt is okay.